Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No crack at the screen/display noted during visual inspection. However, the pump was received a minor scratched lcd window. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08655 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 31-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 31-may-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 31-may-2025, these pump error(s)/alarm(s) were noted. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.64 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Cosmetic damage (crack) at the screen/display was not confirmed, however, other cosmetic damage (scratched) was noted during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on display. The customer experienced hyperglycemia, vomiting, feeling sick/unwell with blood glucose value of 484 mg/dl. The customer reported hyperglycemia, vomiting, feeling sick/unwell was treated with intravenous drip and pump in hospital. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040ma. Troubleshooting was partially performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040ma.